Manufacturer narrative:
Insulin pump was received with alarms due to a faulty capacitor on the interface board. A scratched display window, case and cracked reservoir tube also noted.

Event description:
It was reported that the customer had an after battery change alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer never reported the alarm to the help line, but he has received an insulin pump from a friend. Insulin pump will need to be replaced. Customer agreed to return his insulin pump. No additional information provided.